Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio advised replacement of the therapy pcb assembly but the customer declined repair due to the costs associated. The device will be returned to the customer, unrepaired. The cause of the reported issue could not be determined.

Event description:
The customer initially reported that their device would not pass a user test. After an evaluation by physio-control, it was observed that the device was only delivering a monophasic defibrillation shock. There was no patient use associated.